Manufacturer narrative:
Thus far, magellan diagnostics has not confirmed the complaints received involving the micro-container through in-house testing using magellan kit components. While a patient false positive (elevated) result can be associated with failure to follow instructions or environmental contamination at the location of use, the complaint appears to be consistent across multiple patients irrespective of sampling technique.

Event description:
The customer reported elevated patient results which began to occur on (B)(6) 2024 while using leadcare ii kit lot 2409m-08. Customer reported leadcare results include 9.8 and 11.2 ug/dl. Customer reported venous (confirmation) results were < 2 ug/dl. Technical service requested a copy of the confirmation test results, the customer reported they were unable to provide a copy of the report for confirmation testing. Customer reported that they ran controls for this kit immediately after opening on (B)(6) 2024, and confirmed results were in range before using this kit for patient testing. Customer re-ran controls after noticing an increase in elevated patient results; these results were also in range. A discussion with the customer revealed that they were not following the full instructions for blood collection; technical service provided additional instructional materials to the customer. Technical service requested additional information about the micro-collection device used. The customer reported the tubes they were using were purple top, k2edta, ram scientific safe-t-fill, cat# 07 6011, lot 24a4103. On 11/12/2024 the customer notified technical service that they had implemented cdc guidelines and continued to see elevated results using a new magellan blood lead test kit. The customer ran controls for this kit and the results were in range. The customer reported that every patient tested since (B)(6) 2024 has been elevated. Technical service sent a replacement analyzer and requested the return of the analyzer being used when the elevated results were obtained the returned analyzer was evaluated using controls and donor samples: 1 replicate of each control and the donor sample were run in duplicate on the in-house analyzer (B)(6), and the returned analyzer, (B)(6). Both control sample preps were in range and donor sample ((B)(6)) preps generated results as expected with the in-house test kit 2427m-13 on the in-house analyzer (B)(6) and the returned analyzer (B)(6). Therefore, the customer's complaint of elevated results with the returned analyzer, (B)(6) was not confirmed during in-house testing. The elevated results may be related to the collection device. No injury or death was reported. A patient false positive is unlikely to result in injury, or further medical intervention, as a high blood lead level is typically confirmed with a venous draw and testing in a clinical laboratory. Nevertheless, magellan diagnostics is reporting these complaints under the medwatch program in an abundance of caution as we continue to monitor these complaints. A routine analysis of non-reportable complaints noted commonalities among many of the complaints of elevated results. Magellan diagnostics has received numerous complaints of elevated results, patient false positive (patfp) results, associated with the use of the safe-t-fill micro-collection device. Magellan has contacted the manufacturer to inform them we are receiving complaints of elevated results associated with the use of their device and to determine if they are aware of any issues related to their use with leadcare testing. We currently are awaiting their response. Please note that we have no reports of patient injury or death associated with these complaints. Cdc childhood lead poisoning prevention program recommends that a venous draw be used for confirmatory blood lead level (bll) screening if a capillary blood test resulted in a bll greater or equal to 3.5 micrograms per deciliter. A patient false positive is unlikely to result in injury, or further medical intervention, as a high blood lead level is typically confirmed with a venous draw and testing in a clinical laboratory. Nevertheless, magellan diagnostics is reporting these complaints under the medwatch program in an abundance of caution as we continue to monitor these events.